Event description:
I use a dexcom g4 continuous blood glucose meter for my brittle diabetes. My dexcom failed on (B)(6) so I called dexcom for a new one and paid for it with my credit card right then and there. I was told it would be sent to me the next day and I would receive it on (B)(6). They charged my credit card and a week later I still do not have it. I've called them over a dozen times and I still do not have it. I have brittle diabetes which means my blood sugars can bounce all over the place, especially in the middle of the night, when it can go low. My doctor is also very concerned about me not having this device because dexcom is holding it up even after I paid for it and paid an extra charge for overnight delivery, and that was seven days ago. Last night my blood sugar dropped to 56, which is very dangerous. I believe dexcom holding this up is putting my life in danger, dexcom continuously holds up my orders and I am beginning to wonder if my orders are being tampered with, otherwise why would it take so long???